Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with a&p repair and sacrospinous ligament fixation due to cystocele and rectocele. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, neuromuscular problems and vaginal scarring and other. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to mesh erosion and pain. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 due to excision of exposed posterior polypropylene mesh, repair of rectovaginal fistula. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to infection and pain.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.